Event description:
It was reported that after a hemorrhoidectomy procedure, after the surgical intervention, at the fourth and seventh post-operative day, the patient experience bleeding due to the opening of the anterior suture. It was necessary a re-intervention is urgency. It is unknown what was used to complete the procedure. One device was discarded.

Manufacturer narrative:
(B)(4). Additional information: on what tissue type was the device used? Prolapsed rectal mucosa grade what was the quality of the tissue? The tissue had a good quality. When the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? Bottom / thick. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. How was it confirmed that the device was fully fired (crunch, lever compressed until unable to fire further, etc.)? Crunch / good closure of the stapler. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? If yes, how many revolutions of the adjusting knob were used to open the device? No. Were any additional steps taken to confirm successful anastomosis (leak test, donut confirmation, etc.)? Additional hemostasis point considering the coagulative condition of the patient. Questions to the detected bleedings on day 4th and 7th post-op and the re-intervention: since there was bleeding: how much blood did the patient lost? First bleeding occurred at the 4th post-operative day, 2nd bleeding occurred at the 7th post-operative day. Hemoglobin 4. Was a transfusion required? Yes. Has this or the re-intervention any impact on the patient, the surgery or the healing process? No. What was done during the re-intervention? During the first re-intervention the surgeon putted only some clips. In the second re-intervention the suture line of the anterior rectal hall that was failed completely was restored. What is the current status of the patient? Good. What is the age and sex of the patient? Male, (B)(6). Is there any other additional information you would like to share about this device, procedure, patient or physician? The patient has a cardiopathy and a renal insufficiency.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information requested: on what tissue type was the device used? What was the quality of the tissue? When the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? How was it confirmed that the device was fully fired (crunch, lever compressed until unable to fire further, etc.)? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? Was there any difficulty removing the device from the tissue? If yes, how many revolutions of the adjusting knob were used to open the device? Were any additional steps taken to confirm successful anastomosis (leak test, donut confirmation, etc.)? Questions to the detected bleedings on day 4th and 7th post-op and the re-intervention: since there was bleeding: how much blood did the patient lost? Was a transfusion required? Has this or the re-intervention any impact on the patient, the surgery or the healing process? What was done during the re-intervention? What is the current status of the patient? What is the age and sex of the patient? Is there any other additional information you would like to share about this device, procedure, patient or physician?